Event description:
It was reported that (2) devices were used during a laparoscopic splenectomy. It was reported by the affiliate that after the second firing of the tsw45 instrument, the closing lever broke and the cutter would not move back to the original position. There was no problem with staple formation and cutting. Another instrument was used for a third firing to complete the case. There was no consequence to the patient.